Event description:
Began using philips CPAP (continuous positive airway pressure) in 2016. Has suffered from high kidney and liver enzymes, severe sinus inflammation, frequent sinus infections, sore throat, cough, headache.